Event description:
It was reported that both ra and rv leads were exhibiting noise. Leads were extracted and replaced. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that lead fracture and insulation damage were also observed prior to extraction and replacement.